Event description:
In 2009, the patient reported the down button on his insulin infusion device is not properly responding. He stated it has been intermittently working for a time, but could not give an exact value. He said over the last month he has experienced several elevated blood glucose readings of over 300 mg/dl, with the symptom of muscle tightness. He stated he had an elevated reading of 300 mg/dl today, which he has treated by bolusing insulin through his infusion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.